Event description:
Customer went to the emergency room due to high blood glucose level reaching 708 mg/dl, which led to the identification of dangerous ketone levels that were life-threatening. Treatment involved intravenous fluids of saline and insulin, which successfully resolved the issue with no permanent damage to the customer. Following release from the hospital, a supplies and system check was completed, and no further assistance was required.